Event description:
We received an allegation of questionable glucose results for 1 patient with accu-chek inform ii meter serial number (B)(4). At 11:57 am (using a lithium heparin tube) a sample was collected and the laboratory result was 142 mg/dl. The result was provided at 12:31 pm. At 12:04 pm the meter result was 403 mg/dl. The patient's insulin drip was increased to an unknown amount based on the meter results but was quickly reduced back to the original amount after consultation with patient's physician. The amount of time between when the insulin drip was increased and when it was decreased to original amount is unknown. It was confirmed that the patient was not affected by the change in insulin treatment. At 12:06 pm the meter result was 555 mg/dl. It was reported to the initial reporter by the operator, that different fingers were used and the proper testing procedure was followed. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The test strips were provided for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. The vial integrity of the returned vial was tested and passed. The test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.